Event description:
It was reported that the procedure was to treat a de novo lesion located in an unspecified coronary artery that was moderately calcified and moderately tortuous. No resistance was felt during removal of the protective sheath from the balloon prior to use. The 2.75x8mm nc tenku was used for post-dilatation; however, the balloon ruptured during the third inflation at 14 atmospheres. There was no resistance felt during advancement or retraction of the balloon catheter to and from the lesion. A non-abbott balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported balloon rupture was likely due to an interaction with the calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.